Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2024, it was reported that the patient encountered five infusion sets's tubing were kinked. Patient's blood glucose level at the time of issue was 397mg/dl. No further information available.